Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
On 03/07/2016, zoll received an user facility medwatch form 3500a from the FDA which stated that while trying to cool the patient to normal temperature after her inferior vena cava (ivc) filter had been placed, it was noticed that blood was backing up into the lines that were meant to only carry cooled normal saline in and out of the patient. Device had failed (e.g. Broke, couldn't get it to work or stopped working). No patient sequelae were reported by the customer. Zoll has followed up with the customer and no additional information was provided and the customer indicated that the device was not available to be returned to zoll for physical investigation.